Event description:
The eval of the returned device found that the snare loop assembly, including the loop coupling, had detached from the devices inner cable. The loop coupling its crimped at both ends to restrain the loop and coupling. The crimp indentation for the cable was evident in the coupling. The ball weld on the end of the cable was noticeable. The inner cable was capable of being advanced and retracted via the handle assembly. There were no other complaints reported against this lot number. The cause for this event is unknown.